Manufacturer narrative:
The customer stated that there was no impact to their blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vibration of the quick bolus feature was not a strong/noticeable as when the customer originally received the pump. Reportedly, the pump is kept in a pouch and may be the reason for the lack of feeling of the vibration. There was no reported impact to the customer's blood glucose level.